Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: please explain what is meant by, ¿the cutter didn¿t work after loading the reload?¿ ¿it was not possible to activate the reverse button¿ did the knife not return to the protective housing after both devices were fired? Were there any issues with opening the devices?

Event description:
It was reported that during a colon procedure, the cutter didn¿t work after loading the reload. It was not possible to activate the reverse button. A like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: upon receipt of additional information from the customer; it was concluded that this event does not meet the FDA defined criteria for a reportable event; MDR decision has been re-run and is changed to not reportable. Response from the affiliate: please explain what is meant by, the cutter didn¿t work after loading the reload? The stapler was loaded. When actioned it didn¿t work. This happened for both staplers here claimed. It was not possible to activate the reverse button. Did the knife not return to the protective housing after both devices were fired? The blade didn¿t slide ahead were there any issues with opening the devices? None.